Event description:
It was reported that the patient was transported to elisabeth krankenhaus neuwied by ambulance due to hyperglycemia, with a recorded blood glucose level of 420 mg/dl, and positive ketones. Despite administering insulin, glucose levels continued to rise while the pod, worn on the arm for 37-48 hours, remained in place. The patient reported symptoms including vomiting and a burning sensation on the right half of the body. Insulin pens were used as treatment, and the pod was discarded at the hospital. The patient was in the hospital for three days.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
See b5 for additional information.

Event description:
It was reported that the patient was transported to (B)(6) by ambulance due to hyperglycemia, with a recorded blood glucose level of 420 mg/dl, and positive ketones. Despite administering insulin, glucose levels continued to rise while the pod, worn on the arm for 37-48 hours, remained in place. The patient reported symptoms including vomiting and a burning sensation on the right half of the body. Insulin pens were used as treatment, and the pod was discarded at the hospital. The patient was in the hospital for three days. Update received on june 13, 2025: the patient was seen by dr. (B)(6) and was in the hospital for six days.